Manufacturer narrative:
Product analysis: there is no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 1st distal stent segment is deformed with raised struts. The 14th distal stent strut is misaligned. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to a treat a severely calcified and moderately tortuous lad lesion exhibiting 80%. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated with a 3.0x15mm and 3.0x20mm nc solarice balloon. During the procedure, no excessive force was used but the device failed to cross the target lesion. The stent struts appeared damaged so the physician switched to a non-mdt stent to complete the procedure. No patient injury reported. The physician assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.